Event description:
A customer reported encountering a cartridge alarm 20 issue with their insulin pump, but there was no adverse impact on the customer's blood glucose level. Technical support confirmed the issue and decided to replace the pump after verifying the customer's warranty status. The customer was guided on how to handle the situation, including putting the pump into storage mode and returning it using the provided shipping materials. The customer acknowledged and understood the instructions and was informed that the replacement pump had been sent.